Event description:
Information was received from a representative (rep) regarding a patient who was implanted with a peripheral neurostimulator (pns) for complex regional pain syndrome type 1 and spinal pain. It was reported that the rep checked the impedances and reported that they were 11k to 14k ohms. Technical services did not know if this was normal for this unique pns implant. The rep was meeting with the patient today in their doctor¿s office. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information pertaining to the uncomfortable sensation/lack of relief was omitted as it was recorded in (B)(4). Information was received from a representative (rep) regarding a patient who had a peripheral neurostimulator (pns) for complex regional pain syndrome type 1 and spinal pain. It was reported that the rep checked the impedances and reported that they were 11k to 14k ohms. The rep was meeting with the patient today in their doctor¿s office. No symptoms were reported. No further complications were reported. Follow-up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the cause of the high impedance was determined. No actions or interventions were taken.